Event description:
Dealer advised plug button broke off the back cane and caused back upholstery to rip. Dealer advised issue occurred due to something enduser did.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.